Manufacturer narrative:
Concomitant products: d364trm device, implanted: (B)(6) 2014, product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and oversensing due to non-physiologic signals/sic (sensing integrity counter). It was noted there were 2160 atrial sic since the last session 12.98 days ago and the atrial pace impedance steady at approximately 496.63 ohms through (B)(6) 2016, then rose out of range by (B)(6) 2016.

Event description:
It was reported that the right atrial (ra) lead exhibited high pacing impedance and a suspected lead fracture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.